Manufacturer narrative:
For the investigation, siemens declined to provide the images that ge requested. The images previously acquired from siemens were reviewed and compared to the images acquired from other vendors. Siemens uses two dicom fields; estimated radiology magnification factor and imager pixel spacing to calculate selected measurements while centricity pacs utilizes pixel spacing to hold a calibrated value for calculating measurements. The estimated radiology magnification factor and centricity pixel spacing are both optional tags, so there is not a clear standard for calculating measurements where the magnification factor is greater than one. (B)(4).

Event description:
The customer reported that completed measurements on the siemen's modality are approximately 30% different than on the ge pacs. There was no reported pt injury associated with this event.